Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image noise occurred due to communication failure caused by a cable failure. It is likely that cable failure occurred due to watertightness failure. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a defective cable caused noise in the image, and the cable did not pass the water tightness test. A deformed coupler was also found, which caused the image to be incomplete. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition autoclavable camera head exhibited image disturbances. The procedure was completed with the same device and malfunction was found after the procedure. There were no reports of patient harm.